Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that air leaked from the expiratory tube of an rt340 adult dual-heated evaqua breathing circuit after about a week of use. It was further reported that several slits were found on the expiratory tube.

Manufacturer narrative:
(B)(4). PMA/510(k): the (B)(4) adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned (B)(4) breathing circuit was visually inspected for damage. Fph also requested specific details of the type of drugs used by the hospital with the subject breathing circuit. Results: visual inspection revealed that the evaqua film of the expiratory tube of the returned (B)(4) breathing circuit was breaking and separating. The hospital reported that tyloxapol drug was used with the affected breathing circuit. A lot check revealed no other complaints of this nature for lot number 101129. Conclusion: this type of damage to the evaqua expiratory tube is most likely due to the use of tyloxapol drug. An investigation conducted last year confirmed that tyloxapol (tacholiquin) can damage the delicate film of evaqua tubing. The user instructions for (B)(4) breathing circuit has since been revised to provide the warning: "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure". This is the only complaint of this nature that we received for (B)(4) adult dual-heated evaqua breathing circuit in the last year to the end of (B)(6) 2011.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The rt340 adult dual-heated evaqua breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that air leaked from the expiratory tube of an (B)(4) adult dual-heated evaqua breathing circuit after about a week of use. It was further reported that several slits were found on the expiratory tube. No patient consequence was reported.